Manufacturer narrative:
A visual examination found that the working channel sleeve was not extended from the distal cap and the proximal end of the distal cap was aligned with the cap weld. There was evidence that heat was applied to the outside of the catheter during manufacturing assembly. A functional evaluation was also performed and the distal tip was articulated without issue. A spybite device was passed through the working channel without issue and the working channel sleeve did not protrude. The investigation concluded that the condition of the returned unit was not consistent with the reported complaint incident of working channel sleeve protrusion. The most probable root cause for this investigation is not confirmed. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The reported complaint of working channel sleeve protrusion was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the gallbladder during a gallbladder biopsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the spyscope ds was passed through the endoscope into the patient's gallbladder. At this time, the working channel protrusion was seen on the monitor. It was reported that the protrusion ¿ had no effect with the procedure¿ therefore, they continued to use the device and a biopsy was performed. Following the biopsy the working channel was noted to be torn and no part of the device detached. The procedure was completed .there were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the gallbladder during a gallbladder biopsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the spyscope ds was passed through the endoscope into the patient's gallbladder. At this time, the working channel protrusion was seen on the monitor. It was reported that the protrusion ¿ had no effect with the procedure¿ therefore, they continued to use the device and a biopsy was performed. Following the biopsy the working channel was noted to be torn and no part of the device detached. The procedure was completed .there were no patient complications reported as a result of this event.